Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited "lec 130 code" and was beeping. There was no patient involvement in this event. No adverse effects were reported.

Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis in good condition. Analysis of the pump revealed that the reported issue of 1310 was duplicated. On powerup the pump displayed lec 1310 and it was also found in the stored pump parameters. The error was cleared and did not re-appear. This error occurs when the user leaves batteries in the pump with it turned off and stores it for an extended length of time. Air, upstream occlusion sensor and downstream occlusion sensors were all tested and passed.